Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of skin irritation and bruising at the site. The customer states they went to the emergency room to address the irritation that was building up at the sensor site. The customer's blood glucose level at the time of incident was 250mg/dl. The customer states their healthcare provider informed them that the set was responsible for the bruising, not the sensor. The customer will monitor the site and call back if issues persist.